Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was removed because of an infection that occurred 10 days after the ins was implanted. The patient said it was removed, probably towards the end of march. The patient also reported that the surgery scar was itchy. No further complications were reported.